Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the rep met with the patient for reprogramming. The entire lead 0-7 contacts showed high impedances. There were no known factors that may have led to this. No actions or interventions were taken, but the issue was reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s high impedances was not determined. They stated that they reprogrammed around the electrodes with high impedances, however, the high impedances are not resolved. No further complications were reported or anticipated.